Manufacturer narrative:
A couple of photos were shared by the customer, illustrating that the item #011-cl2100 was inserted into an unknown bottle inside of a plastic bag. There is a small white piece/particle at the above the top of the chemolock, however the source of the piece/particle is unknown. Another set is inside the bag, however no leaks, or anomalies are observed. The complaint of leaks cannot be confirmed based on the photos provided by the customer. Since no product sample was received for investigation a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history record was reviewed and no non-conformities were found that would have led the reported condition on the complaint.

Event description:
The complaint/event involved a chemolock¿ port that was reported to have leaked. There was no report of human harm as a result of the complaint/event. This record reflects the third of four reports.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. Possible lot number: 13689845 manufactured date 01jun2023, expiration date 01jun2028.